Event description:
It was reported that during an ablation procedure to treat atrial fibrillation an intellanav stablepoint open-irrigated catheter was selected for use. A steam pop occurred that appeared to be caused by too much contact with the tissue. The was no significant change in the catheter appearance nor charring or coagulation at the tip of the catheter. Despite the issue, the procedure was able to be completed with the same equipment. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.